Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump case was cracked near the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/19/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: during investigation, a crack in the battery compartment along the side of the pump was observed. Unrelated to the complaint, the rubber keypad was found to be peeling from the bottom of the keypad. During testing, all of the keypad buttons were functional without needing excessive force to operate. The keys had normal spring back.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.